Event description:
The facility reported an infusion pump with a failure code 814:01. This event occurred during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 29 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 814:01 was confirmed due to depleted batteries. Inspection of the pump revealed depleted main batteries with 5 discharges below alarm threshold caused failure code 814:01. The main batteries were not holding charge. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. The failure code 814:01 is also being addressed under CAPA.